Event description:
It was reported that the system was intermittently not powering up and that the monitor was not at issue. There is no report of patient injury or death.

Manufacturer narrative:
The customer canceled the service call.